Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 999.6 mcg/day) via an implantable pump. The patients medical history was asked but unknown. In (B)(6) of 2017, the health care professional noted infection at the pump site, it was unknown as to what factors may have led or contributed to the issue, there were no applicable diagnostics/troubleshooting done. Both the pump and catheter were explanted on (B)(6) and replaced. The explanted devices would not be returned as they were discarded by the customer. (It was also reported that the explanted devices were sent to pathology. There were no known device issues and no request for analysis). At the time of this report, the issue was resolved. Patient status was : alive ¿ no injury¿. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.